Event description:
Complainant alleged that during a routine shift check by a clinician the device when turned off for about 45 minutes or longer, would not power up when switched on, but then if turned off and on again it comes on. The complainant indicated that there was no pt involvement in the reported failure.